Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site(B)(4) subject (B)(4) was implanted with a topas on (B)(6) 2008. On (B)(6) 2009, subject complained of feeling that she was unable to empty her bowels despite urge to defecate for one month. She also has fecal incontinence. Site stated that event is possibly related to device and procedure. The patient was given physical therapy, a nutrition consultation, and recommended to add dietary fiber to her diet.